Event description:
According to the intial report a patient had an onxace-21, serial number: (B)(6), implanted on (B)(6) 2022. An implant registration card (irc) was received on 16april2024 at artivion, inc. The irc indicated that the onxace-21 was explanted on (B)(6) 2024. The reason for explant is unknown.

Manufacturer narrative:
The manufacturing records for onxace-21 sn (B)(6) were reviewed, and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. During the investigation no non-conformances or deviations were noted. Change order(s) for leaflet tuning are performed as a part of the standard manufacturing process. On (B)(6) 2022 an onxace-21 sn (B)(6) was used in a case for a 59-year-old female in the aortic position. A second aortic on-x was reported to device tracking on (B)(6) 2024 as implanted in the same position, same patient: (B)(6) 2024 onxace-25 sn (B)(6) (476 days post-implant). Multiple attempts to receive additional information received no response. Review of manufacturing records show no processing issues with the original valve. The valve was not returned to the manufacturer for examination. We have no information about the explanted on-x valve other than the tracking notice and assume the valve was discarded on site. Consequently, we do not have enough information to know what, if any, contribution the valve had to the decision to replace it. The instructions for use for the on-x valve lists the possibility of explantation as a consequence of a complication of prosthetic heart valve replacement [IFU]. But in this instance, we do not have any information to help us identify that complication. There is not enough information to determine what, if any, contribution the on-x valve had to the decision for its removal. Review of manufacturing records show no processing issues with the original valve. The valve was not returned to the manufacturer for examination. We have no information about the explanted on-x valve other than the tracking notice and assume the valve was discarded on site. Consequently, we do not have enough information to know what, if any, contribution the valve had to the decision to replace it. The instructions for use for the on-x valve lists the possibility of explantation as a consequence of a complication of prosthetic heart valve replacement [IFU]. But in this instance, we do not have any information to help us identify that complication. We have no information about the explanted on-x valve other than the tracking notice and assume the valve was discarded on site. There is not enough information to know what, if any, contribution the valve had to the decision to replace it; thus, severity and occurrence is not evaluated. The root cause for explant is unknown. However, with limited information we have no evidence to indicate what, if any, contribution the valve had to decision for replacement. No further action is required without additional information. There is no indication that an error or deficiency occurred at artivion- formerly cryolife/jotec and the IFU adequately communicates risk. This complaint was reviewed for a CAPA evaluation and a CAPA is not warranted at this time. Field assurance will continue to monitor similar complaints to determine if additional actions are warranted; however, at this time no further actions are necessary. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion is accurate or has been confirmed by artivion.

Event description:
According to the intial report a patient had an onxace-21, serial number: (B)(6), implanted on (B)(6) 2022. An implant registration card (irc) was received on 16april2024 at artivion, inc. The irc indicated that the onxace-21 was explanted on (B)(6) 2024. The reason for explant is unknown.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion is accurate or has been confirmed by artivion.